Event description:
It was reported that during a stenting treatment procedure, partial stent deployment occurred. The physician was treating a lesion in the severely calcified and severely tortuous biliary tree with a 10x79x750 sentinol stent. The lesion was not pre-dilated. The sentinol stent delivery system (sds) was advanced to the lesion and an attempt was made to deploy the stent. Difficulty with the deployment function of the device was encountered when trying to deploy the stent, as a result the hub of the catheter detached from the rest of the device. The hub remains exterior to the patient. The rest of the device was removed safely from the patient, at which point it was noticed the stent was partially deployed. The procedure was completed with another sentinol stent. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The proximal hub was detached from the exterior tube. Visual and tactile examination revealed shaft damage in the form of scratches on and near the distal markerband. The entire undeployed stent was microscopically examined for any visible stent irregularities that might have contributed to the reported incident. No irregularities were identified with the stent. Analysis revealed indentations on the fixed bumper indicating the stent component was constrained and held inside the delivery system due to procedural/operational factors. There is no evidence of any specification non-conformances related to the complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, partial stent deployment occurred. The physician was treating a lesion in the severely calcified and severely tortuous biliary tree with a 10x79x750 sentinol stent. The lesion was not pre-dilated. The sentinol stent delivery system (sds) was advanced to the lesion and an attempt was made to deploy the stent. Difficulty with the deployment function of the device was encountered when trying to deploy the stent, as a result the hub of the catheter detached from the rest of the device. The hub remains exterior to the patient. The rest of the device was removed safely from the patient, at which point it was noticed the stent was partially deployed. The procedure was completed with another sentinol stent. There were no reported patient complications. The patient status is listed as "good".